Event description:
It was reported that during preparation for a colon procedure, the silicone ring of the device broke. The procedure was completed with a like device. There was no patient consequence.